Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. In addition, the bottom component was observed to be bent in the cover block. Upon functional inspection, the fifth staple fired into a simulated skin pad misfired. The next 10 staples fired properly. The device was disassembled and die casting anomalies on the forming tool were also discovered. DHR investigation did not show issues related to complaint. Corrective action preventive action (CAPA) was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to the severe staple misalignment. CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. CAPA also discovered an interference fit issue between the bottom and cover block. This was identified as the probable root cause of the bent bottom. At this time, the complaint continues to be monitored for any trends. If a trend is identified, the trend will be reviewed and analyzed per the requirements of complaint trending global work instruction.teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".